Event description:
It was reported that during the procedure via radial access in the moderately tortuous and moderately calcified right coronary artery, pre-dilatation was performed using a 1.5x8 balloon followed by deployment of a 2.5x15 rx xience v stent. After deployment of the stent, a distal edge dissection was observed. A 2.5x12 xience v stent was deployed for treatment of the dissection. There was no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.